Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative inspected the imaging system onsite and the system's generator did not achieve a ready state upon startup. Upon startup of the system, a constant audible beeping was present from the image acquisition system (ias) generator cabinet. The x-ray indicator on the pendant did not achieve a ready state. Remote desktop showed generator status as "not ready". The generator was accessed and trouble shooting revealed that the j-4 connector was partially unseated. The j-4 connector was re-seated on the atp pcb, and subsequent startup of system was successful, booting into 2d mode, with no beeping heard from generator. Multiple system startups yielded same successful results. System checkout performed with satisfactory results. The system returned to service. No parts were returned to the manufacturer for evaluation.

Event description:
A site biomed representative reported that outside of a case, the imaging system is not powering on. There was no patient present when this issue was identified. No additional information available.